Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The boards were reseated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had an error and locked up. No pt injury was reported.